Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock lead impedance. Technical services (ts) was consulted and explained this appear to be due to calcification. The lead remains in service. No adverse patient effects were reported.